Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), observed superiority on a patient's left eye at one day post lasik treatment. Reporter indicated the patient was placed on increased topical steroid dosage, and patient was doing well. Additional information has been requested.